Event description:
It was reported that the touchscreen was black, unreadable, and unresponsive. The recorded blood glucose level was 188 mg/dl, which is within the normal range. The device is being returned for examination, and a replacement pump with a new serial number was provided.